Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had the charge-pak, service wrench and attention icons in the readiness display. During device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger were depleted. The hlc batteries were charged. The device was then monitored for 5 days without any discrepancies being observed; the hlc batteries did not lose their charge. Physio could not determine a root cause for the internal hlc batteries and the charge-pak battery charger becoming depleted. A warranty replacement was provided to the customer under warranty.